Event description:
It was reported that after insertion of the intra aortic balloon over a guide wire, the guide wire could not be removed from the catheter. The intra-aortic balloon and guide wire were removed as a unit. A second intra-aortic balloon was successfully inserted without any pt complications.